Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and found cracks in the force sensor. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false downstream occlusion was verified. The cause was determined to be cracks in force sensor and therefore the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.